Manufacturer narrative:
It was reported that the patient with an m6-c revised due to pain. The device was explanted. The device was partially intact at the time of removal. Limited information was provided; notably, no radiographs were received. It was not possible to fully assess the potential role of surgical technique based on the provided information. A review of the lot history records for this device did not reveal any relevant non-conformances to device specification. The device was not returned, thus device examination could not be performed. No microbiology or pathology results were provided. In summary, while the patient presented with pain; based on the paucity of the information provided, notably, no pre-operative, immediate post-operative, or interim radiographs, it was not possible to determine the sequelae or the cause of the complaint.

Manufacturer narrative:
A review of the lot history records for this device did not reveal any non-conformances to specification or deviations in procedure. Additional information and the return of the device has been requested.

Event description:
It was reported that a patient with an m6-c was revised due to pain.